Event description:
It was reported that the instrument was not functioning properly or broke during surgery. The issue was identified intra-operatively during instrument use. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The reported event was confirmed. Medical records were not provided. Visual examination of the returned product identified signs of use and wear and tear. There is some damage to the handle of the device which includes some gouging and some scratches. The strike plate does have some witness marking and the black poly impactor tip was not returned with the device. The threads at the distal end of the impactor does have some epoxy residue on them. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.